Event description:
It was reported that the user experienced low glucose after meal announcements and also encountered issues with inset infusion set application in which the adhesive backing removal dislodged the set, consistent with an infusion set deployed incorrectly or connector not attached correctly; education on proper meal announcement technique and infusion set application was provided, and replacement insets with 23-inch tubing were arranged. Symptoms included hypoglycemia with a lowest glucose of 53 mg/dl lasting about 45 minutes without need for medical intervention. Outcomes included no hospitalization, no professional medical treatment, no ketone testing, and no use of backup therapy. Investigation included troubleshooting, user education on meal announcements to train the system, discussion of a potential factory reset, and best-practice coaching for infusion set insertion and adhesive handling. Investigation of this case revealed user technique factors related to meal announcements and infusion set deployment as the most plausible contributors to the reported hypoglycemia and infusion set difficulties. It was concluded, based on previously established findings for similar reports, that user technique and handling were the primary causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.